Manufacturer narrative:
Product complaint (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11: additional narrative: d4: UDI: as the serial and lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3,h4,h6: part # 07.702.016s. Lot # 3j53621. Manufacturing site: werk selzach logistik. Release to warehouse date : 01.sep.2023. Expiration date: 01.sep.2026. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for osteoporotic vertebral fracture on (B)(6) 2024. In the surgery, after opening the kit in question, the cement mixture was performed and filled into a syringe. It started to become very hard after about 5 minutes. A spare product was used. The surgery was completed successfully with 30 minutes surgical delay. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).